Event description:
It was reported that the pt saw their dr about their device problem, but was not successfully reprogrammed. The pt had surgery in august, but was still having problems. Details of the surgery were not reported. Add'l info has been requested.

Manufacturer narrative:
(B)(4).